Event description:
Consumer reports taking their meter to the doctor's office and having their doctor test w/the bd logic and comparing against their meter. Analysis run on clark error grid using competitive reading (99) as ref. Point vs. Bd readings (334) yielded data points in the c range of the grid, outside acceptable limits.